Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump to be alarming upstream occlusion, when no kinks or clamped tubes are present as stated by the customer, is the uso sensor. The most probable for a pumps keypad to not be working is a worn keypad.; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an upstream occlusion alarm. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.